Event description:
Patient had a polyp that needed to be removed with a biopsy forcep. Biopsy forcep was given to me by tech. The biopsy forcep was non-functional and broken. The tip was deformed. The metallic tip was dissociated from the orange plastic sheath. This was one of our "reprocessed" biopsy forceps. Action taken: I asked for a new biopsy forcep, was given a new one, and removed the polyp without incident. Product re-sterilization with sterilmed. Spoke with doctor: happens frequently. Investigation with other gi docs: also happening frequently and one stated tip broke in patient colon. Decision made to immediately stop using and buy directly from another manufacturer. Sample given to supply coordinator as a visual for his team.